Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable urea/bun result from the cobas pure c 303 analytical unit. The initial result was 2.77 mmol/l and the repeat result was 39.2 mmol/l. The questionable result was reported outside of the laboratory. The reagent lot number was 700996. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The most likely cause was an issue with the sample aspiration due to a preanalytic issue.